Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, thread tap used, blood coagulation disorder, diabetes mellitus, smoker, mobility. (B)(6) are the same patient